Manufacturer narrative:
It was reported that the mcot sensor - 3.0 sparked while charging and shocked the patient. The mcot sensor - 3.0 was returned for device evaluation. The sensor was inspected for general physical integrity and found in good condition. Engineering evaluation was unable to replicate shock/spark event. Any alleged sparking could be attributed to the charging cord which was not returned for testing.

Event description:
It was reported that on (B)(6) 2024 that the mcot sensor - 3.0 was charging and it sparked and is no longer working. The patient also reported that the mcot sensor - 3.0 shocked her hand while holding it. The patient described that they had the sensor charger plugged directly into the wall outlet. A replacement mcot sensor - 3.0 was sent.